Event description:
A healthcare provider (hcp) reported that during a thyroid procedure the device was very noisy after all of the electrodes were connected to the patient interface box. The stimulation probe did not elicit a response in any manner during this procedure so the surgeon use visual confirmation of the nerve and abandoned the use of nerve monitoring. It did not work when we stimulated anything. The nerve did when user stimulated it because user could see and feel the muscle contract, but the nerve monitor just had the static. The procedure was completed with the reported product. When the surgeon tried to stimulate nerve tissue the system did not respond and gave no feedback. The electrodes were all checked and a patient interface box was replaced with one from a different system. Nothing resolved this issue. There was no audible response from the system. There was no patient injury.

Manufacturer narrative:
H3: product analysis confirmed that visually, the harness was cut, and the portion containing the plugs for the patient interface were not returned with the device. The continuity of the remaining harness to the contacts on the emg tube were tested with no shorts being detected. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.